Manufacturer narrative:
Previously reported on (B)(4) with MDR # 3030677-2023-02819. Device investigation is pending the return of the device. Device investigation will take place on (B)(4).

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Device has not yet been returned for investigation. Confirmation of user allegation of a potential device issue has been observed.